Manufacturer narrative:
The device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. A visual inspection determined that the safety lock was unlocked and the actuation button was depressed. The needle was bent. Add'l eval is required. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. Internal corrective action ((B)(4)) issued for this failure mode. (B)(4).

Event description:
The hospital reported that the diameter of the aortic cutter on the heartstring iii appeared smaller than older devices that they have used.